Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during an colonoscopy, with stent placement procedure performed in 2009. According to the complainant, a colonic stent was placed in a pt with metastatic cancer as a palliative measure. Post procedure, the following month, the pt presented with symptoms of a perforation, which included abdominal pain and fever. A leak in the colon wall could be seen under fluoroscopy. It appeared that the flared end of the stent eroded through the wall of the colon on the proximal end of the tumor, in healthy tissue. Surgery was performed to remove the stent, and a colostomy bag was placed that same day. The pt's condition was reported as stable.

Manufacturer narrative:
(Stent eroded through colon wall). Although the suspect device has been received, the eval has not been completed. Therefore, the cause of the reported malfunction has hot been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from the review, a supplemental medwatch will be filed.